Event description:
During removal of blake drain tubing "snapped in half". Catheter tip retained in gallbladder fossa. Unable to retrieve with guidewire under fluoroscopy forceps. Required laparoscopic retrieval.